Manufacturer narrative:
Device evaluated by MFR: synergy ous mr 3.50 x 32 mm stent delivery system (sds) was returned for analysis. The stent was severely damaged and was moved on the balloon approximately 8 mm distally from the proximal markerband. Stent strut rows on the full length of the stent were damaged and deformed. As the stent was damaged the crimped stent profile could not be measured however, a copy of the manufacturing data for this unit was examined. The manufacturing data states the maximum stent profile is within the specification. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. There were crimp stent markings visible on the exposed balloon wall indicating overall crimp contact between the balloon and crimped stent at the time of manufacture. A visual and tactile examination of the hypotube found no issues. An examination of the shaft polymer extrusion found no issues. The bi-component bond showed no signs of damage or strain. The tip was visually examined and slight damage was noted. The product stent protector was not returned for analysis with the device, however the specified inside diameter of the stent protector was reviewed. Based on the specified stent protector profile and the maximum crimped stent profile for this device, there is no issues to note with the interaction between the two components. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. During preparation of a 3.50 x 32 synergy¿ drug-eluting stent, it was noted that the stent was deformed when the stent protector was removed. The device never entered the patient's body and the procedure was completed with a non-bsc stent. No patient complications were reported.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. During preparation of a 3.50 x 32 synergy¿ drug-eluting stent, it was noted that the stent was deformed when the stent protector was removed. The device never entered the patient's body and the procedure was completed with a non-bsc stent. No patient complications were reported.